Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, on the third gastric firing the tissue appeared to bunch as the handle was stroked. The surgeon reported an unusual feeling as he fired the instrument. When the stapler was opened the staple line had not formed correctly. Staples were bunched together. When the surgeon performed his leak test, this area showed a leak and gastric fluids oozed through the staple line. The case was completed with the same stapler but the affected area was closed with a 3-0 vicryl, embricated, and sprayed with evicel. There were no patient consequences reported at this time.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.